Event description:
It has been reported to philips that system would not boot up. The system was not in clinical use. No harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that table stopped moving and the system would not boot up on reboot. During troubleshooting, the fse identified issue with host pc. Fse replaced the host pc. After replacing the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.